Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurements of greater than 125 ohms. Undersensing was also observed. The ICD was reprogramed and remains in service. No cause was determined and no adverse patient effects were reported.